Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump froze. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they feel like that the buttons were sticking. The customer's mother also reported that they received a clock monitor frequency error alarm. The customer's mother stated that the time advanced while monitoring the insulin pump. The customer's mother was unable to troubleshoot for the clock monitor frequency error alarm at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.